Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A venous pressure high alarm occurred toward the end of a routine hemodialysis treatment, which could not be resolved by the operator. Partial rinseback was completed, resulting in an estimated blood loss of 140cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. Facility staff attributed the reported blood loss to issues with the pt's access, which has since been treated with activase. The cycler alarmed appropriately. A direct correlation between nxstage system one and the reported blood loss cannot be established. Nxstage medical considers this report closed. No add'l info will be provided.